Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 600mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active at the time of incident. There was difference in sensor glucose and blood glucose level but insulin delivery was not suspended. The sensor glucose level was 331 mg/dl and blood glucose level was 549 mg/dl. The insulin pump will not be returned for analysis.